Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after impaction of the cup the surgeon noticed that the ceramic liner inside the cup was moving. It seemed that it was dis-impacted from the cup.